Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to retract the helix.

Event description:
Boston scientific received information that following an uneventful lead placement, high pacing threshold measurements were noted. The physician elected to reposition the lead so as to find a more favorable lead location, at which time the helix mechanism failed to function as intended. It was then the physician removed and replaced the lead with no adverse patient effects observed. The patient presented with no procedural complications and the lead was later returned for laboratory analysis.